Manufacturer narrative:
Vyaire reference # (B)(4). Results of investigation: the vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No anomalies were found during this investigation.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen intermittently will blank out for a few seconds. The customer stated there was no patient involvement associated with this event.